Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 21 mg/dl at the time of the incident. The customer was at 350 mg/dl before the low, and kept blousing because they were not going down. The customer was at 150 mg/dl at the time of the call. The customer did not mention how they were treated. The customer experienced symptoms such as feeling tired and unresponsiveness. The customer was wearing the insulin pump during the incident. The customer was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer had sensor communication issues and a pump power loss issue due to a low battery. The insulin pump will not be returned for analysis.